Event description:
It was reported that the user experienced extended overnight hyperglycemia with a fingerstick blood glucose of 273 mg/dl while using the ilet system with a contact detach steel infusion set, with no alerts or alarms reported and no clear cause identified; a discrepancy between fingerstick and libre3+ sensor readings was noted, and the user suspected possible site scar tissue before performing a full supply change that restored insulin delivery. Investigation of this case revealed no confirmed device malfunction, with potential contribution from infusion site issues or sensor inaccuracy considered but not verified. No symptoms associated with hyperglycemia reported. Outcomes included self-management without medical intervention or hospitalization. It was concluded that the event was consistent with hyperglycemia of unclear cause with resolution after full supply change and continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.